Event description:
I purchased a sexual lubricant at spencer's store located inside the (B)(6) mall in (B)(6). The product was already expired, and the expiration date had been covered with a price sticker, making it impossible to see until after purchase. This is dangerous and misleading, especially for an intimate product, and I'm concerned about possible health risks. I am reporting this so the issue can be investigated and prevented from happening to others. Store/retailer name: spencer¿s. Location: (B)(6).